Event description:
The blood glucose reading was 40 mg/dl, compared with the sensor glucose reading of 163 mg/dl. The customer's current blood glucose was 79 mg/dl. The customer also noted that the insulin pump had alarmed calibration error and change sensor as well. Advised the customer to contact health care professional about sites since she had stretch marks and scar tissue. The customer stated that they are not using the correct meter. She stated that she would continue to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: a reliability analysis was completed. We inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.